Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, the stapler could not be fired. The safety button could be pressed but the handle could not be squeezed. The device was replaced with another stapler. There was no patient injury.

Manufacturer narrative:
New information received and this event has been reassessed and found to be a not a complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.